Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for the right coronary artery, which was tortuous, calcified and had a vessel diameter between 2.5 and 3mm. Radial access was obtained and the diamondback coronary orbital atherectomy device (oad) was operated for three treatment passes on low speed. The oad became stuck. Attempts to restart the oad were made but were unsuccessful. The oad handle was cut, and additional devices were inserted but could not cross to the area of the stuck device. A femoral access site was opened, and a guide catheter was used to remove the device. The procedure was completed with rotational atherectomy and stent placement. The patient was discharged the following day in stable condition.